Event description:
A bard port-a-cath had been placed in 2008, for central venus access. As the port-a-cath was no longer needed, surgical procedure in 2009, to remove the port-a-cath from the right chest wall was performed. After removal, an inspection of the catheter was done to ensure all pieces of the port and tubing were removed. Additionally, palpation of the cavity revealed no foreign tissue. A postoperative chest radiograph confirmed removal of all of the port pieces. The postoperative films were later reviewed by radiology a second time and they identified a cuff of the port-a-cath that had migrated more superiorly and it was still in the upper chest wall. The findings were discussed with the pt and it was felt that this should not present further complications and did not need to be urgently removed. The pt did not feel that any additional surgery was needed.